Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that 2 years after the surgery during a follow-up angiogram physician noticed 10- 15% of stenosis at the proximal and distal ends of the subject flow diverting stent. The procedure was performed in (B)(6) 2020. Patient is asymptomatic and no further intervention will take place. No additional information available.

Event description:
It was reported that 2 years after the surgery during a follow-up angiogram physician noticed 10- 15% of stenosis at the proximal and distal ends of the subject flow diverting stent. The procedure was performed in (B)(6), 2020. Patient is asymptomatic and no further intervention will take place. No additional information available.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that upon a two year follow-up angiogram, stenosis was noticed at the distal and proximal end of the subject flow diverter. Additional information provided by the customer indicated that the intended treatment location was in the ica, the physician did not feel that the anatomy and/or location of the intended area of treatment contributed to the reported event, and the percentage stenosis and calcification at the lesion was 10-15%. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.